Event description:
It was reported that bd insyte autog bc hub has no color. The following information was provided by the initial reporter: I have another one though that was brought to me and the IV inside it has no color coordination with the packaging. I will use the label provided to send this one to you.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Investigation results: received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot: 3167260. Visual inspection confirmed that the catheter adapter had a minimal pink hue. It should have a distinct pink color, but it was mostly clear. The reported defect was confirmed. Discoloration of the adapter most likely occurs during the molding process, if the adapter did not receive the appropriate amount of colorant mixed with the base color. The most probable cause is the start-up parts being mixed with the production parts during a part number change over. The color feeder is turned off for the set-ups to start the mold and the colorant is added at the very tip of the barrel before it enters the mold. If an operator does not clear all the parts out or mishandles the parts, they get mixed in with the production parts. It is likely that the defective units were inadvertently missed during the startup process run. Investigation conclusion(s): the defect of ¿discolored¿ was confirmed. Probable root cause(s): molding. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. A notification of awareness has been sent to the manufacturing department.